Manufacturer narrative:
Citation: allen et al. Tct-1222 bioprosthetic valve fracture during viv tavr with a self-expanding evolut valve: safety and hemodynamics outcomes from the transcatheter valve therapy registry. Jacc journals ¿ jacc ¿ archives ¿ vol. 86 no. 17_supplement. Online (B)(6) 2025. Doi/10.1016/j.jacc.2025.09.1447. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement (viv-tavr).  The study population included 372 patients from the tvt registry who underwent viv-tavr with implant of a medtronic evolut transcatheter valve from january 2021 to march 2023.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: in-hospital cardiac arrest, stroke, myocardial infarction, vascular complication, arrhythmia requiring permanent pacemaker implant, aortic valve intervention, and elevated gradients of 16.5 mmhg.  No further information was provided pertaining to medtronic products.